Event description:
A peritoneal dialysis patient's wife reported that the patient was not feeling well. A follow up call was placed to the patient's peritoneal dialysis nurse. The nurse reported that the patient was diagnosed with a touch contamination peritonitis on (B)(6) 2015. The culture report showed ecoli and group d non enterococcus. The patient was treated with vancomycin and ciprofloxin.

Manufacturer narrative:
A supplemental report will be submitted upon completion of the plant's investigation.